Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilatation. However, upon second inflation at 10 atmospheres for 30 seconds that balloon ruptured in pinhole form at the tip. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient is in good condition after the procedure.